Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) causing false detection of non-sustained ventricular tachycardia episodes, and a false detection of a ventricular fibrillation (vf) episode, leading to an inappropriate shock. The lead remains in use. No further patient complications have been reported as a result of this event.